Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
We were unable to confirm adhesive anomaly on opened/used sensors.

Event description:
Customer reported via phone, she was having issues with the sensors not adhering. During troubleshooting customer mentioned her blood glucose was 40 mg/dl and treated with glucagon shot. No troubleshooting was performed on the high blood glucose. Customer was advised to monitor the sensor and call back if issues persisted. She is returning the sensor for analysis.